Event description:
It was reported that the pump touch screen became shattered and the customer could no longer interact with the pump. Customer¿s blood glucose was 72 mg/dl. Reportedly, customer reverted to insulin pens and manual injections for insulin therapy.